Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal mediation via an implanted pump. It was reported the catheter was moved on (B)(6) 2020 because "it was up too high¿ and not giving the patient the pain relief, it should have. It was reported the pain mentioned had gotten "worse and worse over the last several years". It was also reported the patient was upset that they put in a new catheter but kept the same pump in and asked if that was due to insurance reasons or the healthcare provider (hcp). The patient was redirected to the hcp. The event date was asked and unknown.